Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that batteries for the imaging system were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the batteries on the imaging system were depleted due to the imaging system being left unplugged for extended periods of time. The reported issue was found while testing the imaging system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
Batteries for the imaging system were returned to the manufacturer for evaluation. Testing found that the batteries functioned as designed during continuity testing, but the voltage levels were noted to be below specifications.